Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient did not connect a supply bag properly and it leaked. The technical service representative (tsr) had the hp ensure that all the clamps were closed and power cycle the homechoice (hc). The tsr assisted the hp with opening the hc door. The hp would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.